Event description:
The customer reported that the insulin pump is delivering too much insulin and his blood glucose was dropping. Troubleshooting was declined. Advised the customer to contact his doctor for this issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.